Event description:
It was reported that during an atrial flutter (afl) procedure, the navistar catheter was not displayed in the correct orientation on the carto 3 map. The navistar catheter icon was displayed as a mirror image. Changing the catheter cable did not resolve the issue. The case was completed with the same product without any patient consequence. On (B)(4) 2013, upon receiving the product in biosense (B)(4), it was noticed that the anchor window pu was damaged with t-bar slightly exposed with dark brown residues inside on t-bar making this event reportable.

Manufacturer narrative:
(B)(4). It was reported that during an atrial flutter (afl) procedure, the navistar catheter was not displayed in the correct orientation on the carto 3 map. The navistar catheter icon was displayed as a mirror image. Changing the catheter cable did not resolve the issue. The case was completed with the same product without any patient consequence. Upon receipt, a first visual inspection was performed and the anchor window pu was damaged and had an open area with t bar slightly exposed with dark brown residues inside as well. This issue was not originally reported by the customer. A second visual inspection was carried out, and it was confirmed that the pu was neither cracked nor peeled off. It seems the t bar moved a little bit while the pu was still fresh. Furthermore, the area where the t bar is exposed is very small. Nonetheless, the root cause remains unknown. No sharp edges were observed. Then per the reported event, the catheter was tested and it passed eeprom and recalibration check test, but failed carto 3 test due to the icon was displayed backwards. A recalibration test was performed and catheter passed. The catheter then passed second carto 3 system test after recalibration test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding the catheter orientation has been verified. However, the root cause remains unknown.

Manufacturer narrative:
(B)(4).